Event description:
The pt reportedly developed a scalp infection after implant surgery and was hospitalized on (B)(6) 2012 due to proptosis and fluctuant swelling over the implant site. The pt was administered intravenous cloxacillin and ceftriaxone. When (B)(6) was confirmed, medication was switched to vancomycin IV and oral rifampin. On (B)(6) 2012, the proptosis and fluctuance had resolved and the pt was released from the hospital. The pt was then treated with oral trimethoprim-sulfamethoxazole for three months.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The pt's infection was resolved with antibiotic treatment. This is the final report.